Manufacturer narrative:
The actual complaint product is available but has not been received. The device history records review for the lot number 0202836606 was manufactured according to the approved manufacturing procedures, specifications, and then released by quality assurance. There were no changes to the process and/or equipment that would have affected the manufacturing of the device. All information reasonably known as of 12-mar-2018 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by halyard health represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to halyard health. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. (B)(4).

Event description:
Fill volume: 750 ml, flow rate: 7 ml/hr, procedure: spinal fusion - 7 ml¿s . It was reported by the customer who stated, I was notified this morning that a patient¿s pump infused in under 48-hours. It was infusing at 7 ml¿s per hour per side. The patient was not injured. The clinicians removed the device and connected a second pump. The patient was complaining of no pain at the time. The pump was placed on (B)(6) 2018. No additional information was provided.

Manufacturer narrative:
All information reasonably known as of (B)(6) 2018 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by halyard health represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to halyard health. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that a halyard health product is defective or caused serious injury.

Event description:
Additional information received stated that the key was not removed prior to infusion. The patient was noted to be fine.